Event description:
It was reported when the devices were used during an unknown procedure, the staples would not form properly. Another device was used to complete the case. There was no patient consequence.